Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 1.1.6, smartphone operating system: 18.1, smartphone hardware: iphone14.7, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient had been admitted to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 450 mg/dl after not being able to activate a new pod due to the omnipod 5 iphone application not communicating with pods at activation. The patient's mother attempted to uninstall the app and reinstall it, but the pods still would not communicate. The patient began vomiting and was taken to the ER. The patient was treated with intravenous fluids. The patient was discharged after 4 hours.